Event description:
It was reported through clinic notes that the patient had a lot of seizures since february and wanted his vns turned up and he was referred for vns replacement. Then, the patient¿s sister reported that the patient was having a lot more seizures the past few days. The patient was referred for replacement but no known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's generator was replaced prophylactically. The explanted generator was discarded. No further relevant information has been received to date.